Event description:
It was reported that one month post stent placement procedure, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in this report has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in this report. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Expiry date: 07/2023.

Event description:
It was reported that one month post stent placement procedure, the stent allegedly fractured. Fibrinolysis and coated stent implantation were performed for treatment of thrombosis and obstruction. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the catheter sample was not available for evaluation. Provided mp4 x-ray video stream demonstrates a segment of the placed stent inside the vessel; the contour of the stent like an hour glass confirms stent twisting, and single stent struts are fractured in the twisted area. In a second position few cm from the twisted section an irregularity is visible which may indicate strut fracture or twist but a more detailed evaluation is not possible. The investigation leads to confirmed result for stent twist and strut fracture. Axillary access was used, the vessel was calcified, and the lesion was pre dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting and strut fracture. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' In regards to access and accessories the instructions for use states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.